Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100719432, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100730673, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure was performed during which no device issues were noted. The cuff was remeasured and downsized to 4.5 cm. No additional patient complications were reported.